Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/11/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During testing, the pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The investigation was unable to duplicate the initial ¿temperature¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: method codes ¿ (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. It was reported that there was a temperature issue with the pump. There was no reported physical damage to the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.